Manufacturer narrative:
The customer stated that service was called and verified that the pipette on the clinitek atlas was damaged and not dispensing properly on the pads. The customer was advised to replace the pipette. The customer verified that after the pipette was replaced, the qc was in the normal range and the instrument was operational.

Event description:
The customer reported a false negative leukocyte esterase result on the clinitek atlas when compared to the microscopic sediment reading and the clinitek advantus result. There was no report of injury due to this event.